Event description:
It was reported that a spectrum iq pump failed downstream occlusion test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3, h6, h10:the device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Downstream occlusion testing performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.